Event description:
Customer called because his toothbrush head is completely falling apart. A few pieces got stuck in his throat and he had to make his girlfriend help induce vomiting to get the bristles out. Customer bought the pack of toothbrush heads from amazon, and the second was bed bath and beyond and the third pack he received was from us here at philips as a otc. All the top front bristles come off and then the blue come off too. Customer claims when he was using it, a lot of the bristles came out and it caused him to choke on it and induce vomiting. Customer claims it happened 6 times in the last year, so basically every pack has been faulty. He said he used warm water when he was brushing his teeth, and used the toothbrush 2 times a day, once in the morning and once at night. It was used by him and himself only...

Manufacturer narrative:
Manufacture date updated because product was returned.